Event description:
It was reported that the patient was readmitted with asymptomatic intermittent low flow alarms. Blood pressure was appropriately managed and no arrhythmias were noted. Right heart catheterization (rhc) revealed pulmonary capillary wedge pressure (pcwp) 10, pulmonary vascular resistance (pvr) 3.2, and cardiac index (ci) of 2.3. Computed tomography angiography (cta) scan was negative for any concerns of outflow graft twist or compression. An echocardiogram revealed an ejection fraction (ef) of 35% and aortic valve (av) was opening with every beat. Left ventricular end diastolic diameter (lvedd) was 3.0 cm. Low flow software was successfully installed on the patient's primary and backup controllers. It was communicated that the patient continued to have low flow alarms after the software updates. It was planned to do a repeated echo on (B)(6) 2022. Log file review confirmed the low flow alarm in addition to several momentary low flow events that did not generate an alarm. Calculated average flow values recorded during this history were 1.4 ¿ 2.2 lpms. Additional information was received on (B)(6) 2022 that the patient had been admitted to the hospital since (B)(6) 2022. Hemoglobin and hematocrit were stable and there was no evidence of gastrointestinal (gi) bleeding. Stool was negative for occult blood on (B)(6) 2022. An acute kidney injury (aki) was noted upon admission which resolved on (B)(6)2022. Internal cardioverter defibrillator (ICD) interrogation overnight (B)(6) 2022 revealed one sustained episode of monomorphic ventricular tachycardia (vt) which began on (B)(6) 2022 at 11:14 am. The patient received one 36 joule shock was administered after vt timeout when 13 rounds of antitachycardia pacing (atp) was unsuccessful. Amiodarone was continued as electrophysiology (ep) did not recommend adjustment of medications. The patient's volume was down on exam so diuretics were held on admission. The patient continued to have low flow alarms despite intermittent fluid boluses. The patient was noted to be borderline hypotensive on (B)(6) 2022 with hydralazine stopped, farxiga held, and additional fluid bolus given. An echocardiogram on (B)(6) 2022 showed moderate right ventricular (rv) dysfunction which was unchanged in addition to new mild aortic insufficiency. The patient had worsening tremors and overall decline which was attributed to toxic levels of primidone. Neurology recommended restarting primidone at a low dose but the patient did not want to as their symptoms had improved significantly since being off the medication. Computed tomography angiography (cta) of the chest on (B)(6) 2022 was not overtly concerning for outflow graft (og) thrombus. The patient continued to experience intermittent low flow alarms (B)(6) 2022 through (B)(6) 2022 with no identifiable cause. A right heart catheterization (rhc) demonstrated good filling pressures, high output, and a high pulmonary vascular resistance (pvr). Low dose sildenafil was started on (B)(6) 2022 and vad speed was decreased from 5500 rotations per minute (rpm) to 5400 rpm due to ongoing alarms. Low flow software was uploaded to the patient's controllers on (B)(6) 2022. The patient developed worsening abdominal pain and distention prompting a kidney, ureter, bladder (kub) x-ray. It was determined that the patient had a large bowel ileus. The patient continued to experience significant runs of vt which had been self-limiting since admission. Electrophysiology was consulted on (B)(6) 2022 after the patient had a prolonged run of vt overnight. A lidocaine drip was started and a repeat echocardiogram showed somewhat improved left ventricular systolic function. The patient reported blurry vision so the lidocaine drip was briefly reduced due to concerns for toxicity. Between (B)(6) 2022 and (B)(6) 2022, multiple medication adjustments were made to balance blood pressure, low flow alarms, and renal function. Intravenous vitamin k was administered on (B)(6) 2022 due to supratherapeutic international normalized ratio (inr). A peripherally inserted central catheter (PICC) line was placed (B)(6) 2022 for total parenteral nutrition (tpn) initiation. Palliative care was consulted to discuss goals of care with the patient but they expressed no interest. On (B)(6) 2022 the patient experienced sustained vt which was terminated with 1 shock. Lidocaine drip was stopped and the patient was started on mexiletine, quinidine, and amiodarone as their ileus was slowly improving. The patient had ongoing vt on (B)(6) 2022 which turned into ventricular fibrillation, resulting in 12 shocks by their icr. The patient was transferred to the cardiovascular intensive care unit (cvicu) for further management. The patient remained a-sensed with v-paced rhythm while in the unit and vad settings remained stable. The patient was transferred back to stepdown unit (B)(6) 2022. Worsening ileus resulted in the patient stopping oral consumption and a nasogastric tube (ngt) was placed for bowel decompression. Heparin bridge was discontinued on (B)(6) 2022 as inr was 1.7. The patient was transferred back to the cvicu on (B)(6) 2022 after going back into vt. The arrhythmia was converted out with amiodarone bolus and electrolyte correction. Procainamide was started and the patient's overall condition continued to deteriorate. Healthcare providers felt the patient would not survive the hospitalization so the patient was transitioned to do not resuscitate (dnr) on (B)(6) 2022. ICD therapies were turned off. The patient began to exhibit agonal breathing and by 9:05pm the patient was unresponsive, pulseless, with lack of respiratory effort or pupillary response.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s history with ventricular tachycardia (vt) and ventricular fibrillation (v-fib) began in 2007 when the patient had an ICD implanted. It was unknown whether the arrhythmia and renal dysfunction were device or therapy related. The patient¿s right heart failure was mild pre-lvad implant. The vt the patient was experiencing may have contributed to the patient's right heart failure. The patient¿s cause of death was determined to be nonischemic cardiomyopathy (nicm), and vt. It was unknown if the device operated as expected. After the low flow alarm software was installed, low flows lessened but continued. The death was not considered to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms. The report of low flow alarms can also be confirmed by the onsite evaluation by an abbott representative. A specific cause for these events could not be conclusively determined through this evaluation. Evaluation of the submitted log files revealed that there were 128 low flow fault flag that were triggered throughout the log file when the flow dropped below the low flow threshold of 2.0 lpm to as low as 1.4 lpm. Of these events, 2 lasted over 10 seconds triggering a low flow alarm. A specific cause for these findings could not be conclusively determined through this evaluation. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. The patient passed away on (B)(6) 2022. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate 3 lvas IFU and the heartmate 3 patient handbook is currently available. This IFU lists right heart failure, cardiac arrhythmia, renal dysfunction, and death as adverse events that may be associated with the use of heartmate 3 lvas. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ in addition, this document outlines the recommended anticoagulation regimen and inr range. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.